Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.